Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a capsular tear roughly two clock hours big during laser assisted cataract surgery. While performing capsulorhexis, an anterior capsular tear occurred. The tear did not result in a vitrectomy and the procedure was competed without further issues.

Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).